Manufacturer narrative:
The device is a bone screw that was implanted and explanted within the same procedure. Complainant part is expected to be returned for review/investigation, but has not been completed. A follow up report will be filed once the product has been evaluated.

Event description:
The dr was inserting the final tcs standard screw into the patient when he noticed that ht escrew was "hollowing" and making the hole larger instead of holding in place. The dr. Decided to remove the screw from the patient and with much difficulty was finally able to do so. The surgeon completed the planned procedure but he did not insert a new screw where he had removed the one which was not holding.